Event description:
It was reported that during a percutaneous coronary intervention there were gauge issues. The lesion was located in the mid right coronary artery. After deployment of an unknown stent the encore 26 inflation device was used to post dilate the lesion. The non bsc balloon was inflated only to sixteen atmospheres and as additional pressure was added the gauge did not increase despite manipulating the device. After the procedure the physician attempted to inflate the balloon outside the patient, however, was only able to inflate the balloon to around eighteen atmospheres. The procedure was completed with this device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: the unit components were visually examined for any damage or defect. No issues were noted with the returned device and stopcock. A leak test was performed to determine the presence of leaks. No air bubbles were emitted from the device hence the unit passed. Gauge accuracy test was performed to assess the accuracy of the gauge under pressurization and at 0 pressure. The results were within specified parameters. The gauge accuracy test passed. Device locking mechanism test to assess the functionality of the unit. There were no self-releasing issues so the unit passed. Side load testing was performed and the unit passed. Pressure damping testing was performed and the unit passed. The unit was primed with 5ml of water before withdrawing the plunger to create a vacuum. There was no bubble leakage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was not confirmed.(B)(4).

Event description:
It was reported that during a percutaneous coronary intervention there were gauge issues. The lesion was located in the mid right coronary artery. After deployment of an unknown stent the encore 26 inflation device was used to post dilate the lesion. The non bsc balloon was inflated only to sixteen atmospheres and as additional pressure was added the gauge did not increase despite manipulating the device. After the procedure the physician attempted to inflate the balloon outside the patient, however, was only able to inflate the balloon to around eighteen atmospheres. The procedure was completed with this device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).